Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: the "control value from instrument exceeds range of pathological qc values. Mixer not closing in the right position after mix. Qc values out of range, exceeds pathological qc value range. Mixer not closing in the correct position following sample mixing."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/5/2021. H.6. Investigation: instrument sedi 40 15-42037 was returned to the manufacturer for service with respect to the reported defect ¿ high qc value and mixer closing incorrectly. The instrument was evaluated by visual examination and functional testing and the mixer motor was found to be defective along with a lot of cracks in the tube cover plate. The mixer motor and plate in the tube cover were both replaced. No further issues were observed with the instrument after the repair. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: the "control value from instrument exceeds range of pathological qc values. Mixer not closing in the right position after mix. Qc values out of range, exceeds pathological qc value range. Mixer not closing in the correct position following sample mixing."